Event description:
It was reported that (1) device was used during a hemiorrhoidectomy. It was reported by the affiliate that the pph01 instrument, after firing had the plastic ring malformed and staples inside the plastic ring. Also there was an incomplete staple line. The surgeon hand sutured to complete the case. Also the pt had a postoperative pain, but no medication was needed.